Manufacturer narrative:
(B)(4). The site has indicated the incident device is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the customer's medwatch report, during intra-operative use of electrocautery unit with extended insulated blade electrode, the patient sustained two dime-sized skin burns attributed to a defect in the tip insulation. The procedure was plastic surgery (abdominoplasty, double breast augmentation). The site reported the degree of burn and type of treatment are unknown. The incident sample is not available for evaluation. (B)(4).